Manufacturer narrative:
This alleged failure mode poses a low risk to a patient because the reported issue occurred while the companion 2 driver was not supporting a patient. The companion 2 driver has been returned to syncardia for evaluation. The results of the investigation will be provided in a follow up MDR. (B)(4).

Event description:
At an educational event, a syncardia employee reported that the companion 2 driver exhibited a loud compressor noise.

Manufacturer narrative:
The reported noise/vibration was confirmed and reproduced during investigation testing. During functional testing, the driver operated as intended and passed all portions of the post burn-in testing. Despite passing functional testing, excessive noise and vibration was heard while the driver was operating, coming from the right compressor. Further visual inspection determined the compressor counterweight had become free from the shaft and was grinding against the end cap. This was determined to be the source of the reported noise/vibration. This issue will continue to be monitored and trended as part of the customer experience process. Syncardia has completed its evaluation of this complaint and is closing this file. Ce 4736 follow-up report 1.